Event description:
Nurse grabbed the a 1ml 25 x 5/8" tuberculin syringe instead of u-100 insulin syringe and administered insulin to a pt. Nurse indicated that the packaging looks similar because of the orange print. Medical intervention took place with pt regarding the administration of insulin. To date, pt is ok. Hosp is implementing new practices because of this medication error.